Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: bd alaris pump infusion set/primary IV tubing fell apart in nurses hands when she was priming with saline, no patient was involved. Happened to another nurse on same unit 2 more times and all of the stock of this manufacture date removed from supply area.

Manufacturer narrative:
E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 25053258 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20may2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.